Event description:
A malfunction was reported, with the customer experiencing repeated error codes and multiple pump replacements. No specific impact on the customer¿s blood glucose level was reported, and it is unknown if the levels were within a normal range. There is no additional information provided about corrective actions taken by the customer or technical support regarding the event.